Event description:
An audit was performed on this complaint on 3/6/2006 and it was discovered that this device was not reported. It was reported that during a coronary drug eluting stenting procedure, stent damage occured. The lesion being treated was a moderately tortuous right coronary artery (rca). The lesion was pre-dilated with a 2.0mm maverick balloon. After pre-dilatation the physician attempted to reach the lesion with a taxus express2 3.0x32mm stent. However, the taxus stent was unable to cross the lesion. Consequently, the stent was never deployed. The physician retracted the stent delivery system (sds) into the guide catheter and noticed the proximal end of the stent was bent forward. The physician opened a taxus express2 3.5x32mm stent and discovered that there was damage to the stent struts. This device was not used. The procedure was completed with a taxus express2 3.5x32mm stent and discovered that ther was damage to the stent struts. This device was not used. The procedure was completed with a taxus express2 3.0x32mm stent at 14 atms. The next day the pt was brought back to the cath lab and a thrombosis was found in the taxus stent. An unk size maverick balloon was used to dilate the thrombosis. The pt continues to be on plavix. No further pt complications were reported. Pt status is reported as "satisfactory/good."